Event description:
It was reported that the patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited inadequate capture. The physician capped and replaced the right ventricular lead during the procedure on (B)(6) 2022. The patient was stable.